Manufacturer narrative:
A supplemental report is being submitted for corrections. The second regulatory report was submitted without the h7 recall be selected and h9 correction number populated. The h7 recall box has been selected and the h9 correction number has been updated. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The previous regulatory report was submitted without the product event summary in h10. The product event summary has been updated below. Product event summary: the controller ac adapter and the six batteries were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed on the associated power sources in accordance with the requirements under fsca cvg-18-q4-19 on 05-may-2020 to mitigate the reported conditions. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-aug-2019; serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 04-aug-2019. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 30-nov-2019; serial or lot#: (B)(4); UDI #: (B)(4) concomitant medical products/therapy dates? No. Mfg date: 23-nov-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 30-nov-2019; serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 26-nov-2018. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-aug-2019; serial or lot#: (B)(4); UDI#: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 03-aug-2019. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-aug-2019; serial or lot#: (B)(4); UDI #:(B)(4). Concomitant medical products/therapy dates? No. Mfg date: 03-aug-2019. Labeled for single use? No. (B)(4). Heartware ventricular assist system: battery. Model #: 1650de; catalog #: 1650de; expiration date: 31-aug-2019; serial or lot#: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Mfg date: 04-aug-2019. Labeled for single use? No. (B)(4). Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter and batteries exhibited power switching. Servicing was performed on the devices. The controller ac adapter and batteries remain in use. No patient complications have been reported as a result of this event.